Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the joint being unstable and dislocating anteriorly, requiring an up-size of the head and liner.